Event description:
It was reported that the patient presented to the clinic for normal follow-up and externalized conductors were observed. The patient was asymptomatic. Noise and an increase in pacing lead impedance were observed. The lead was capped and replaced with no further issues.